Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's daughter reported via phone call that the customer was hospitalized on unknown date due to diabetic ketoacidosis. The customer's blood glucose level was unknown at the time of incident. The customer stated that the hospital ran a test on insulin pump and said it wasn¿t working. Advised would need to perform out troubleshoot and the insulin pump wasn¿t available for troubleshooting. The insulin pump will not be returned for analysis.